Event description:
The customer contacted baxter's service center regarding a connection issue which occurred on the homechoice (hc) during dwell 1. The caregiver (cg) stated that the supply bag fell off. The technical service representative (tsr) assisted the cg in ending therapy. The cg was to restart with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(4) 2012. She stated that the 2l yellow bag had fallen off of her set up and solution had leaked out; no inadvertent exposure was reported. She stated that she had tightened the connection properly when she hooked up the bag, and was not sure why it had fallen off of the line. She did not notice anything unusual about her supplies that may have caused the disconnection. After starting over with new supplies, therapy went well. There were no samples available and she did not recall the lot number. Therapy has been going well since and no adverse effects were reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.